Manufacturer narrative:
A ge service rep performed an on site investigation. The ac power cord was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.